Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal anchor did not come out, therefore, the doctor failed to deploy the device.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received product evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, but the accumulation of dried blood like substances at the tip of hemostasis sheath precluded the anchor from being released. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the that the reported event may be related to the device not being in the full forward lock position, or an obstruction to the anchor posting to the distal tip which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined.